Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, a factory reset event, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional follow-up attempts to determine the cause of the hyperglycemic event were unsuccessful. Based on available information, no device malfunction was identified and the cause remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 17-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 547 mg/dl, resulting in hospitalization. Emergency medical services transported the user to the hospital where the user was admitted on (B)(6) 2026, treated with IV insulin and insulin injections, and discharged on (B)(6) 2026. No long-term health effects were reported.